Manufacturer narrative:
Based on the current information provided, the root cause of the reported staple line leak with the curved-tip sureform 45 stapler instrument and blue reload(s) cannot be determined. There was no allegation that a malfunction of the da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an isi post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. An isi failure analysis (fae) engineer reviewed the stapler logs for this event. Per the fae, the logs show that the curved-tip sureform 45 stapler (part # 480545-04, lot # l90200424-0267) fired nine reloads (5 blue, 3 white, 1 green, not in that order). All firings were completed with no pauses for compression. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted right upper lobe pulmonary lobectomy and using a curved-tip sureform 45 stapler instrument with a blue reload, the surgeon found a staple line leak . The surgeon allegedly used ¿pro-gel¿ to seal the leak during the da vinci procedure. Additional medical intervention was required on post-operative day six, the patient allegedly required two additional video-assisted thoracoscopic surgery (vats) procedures to repair a leak with sutures. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon noticed an air leak, ¿in stapled link¿ after using a sureform 45 stapler instrument with a blue reload. The surgeon used ¿pro-gel¿ to seal the leak. On 02-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information from an isi clinical sales representative (csr), who spoke directly with the surgeon, regarding the reported event: during the da vinci-assisted right upper lobe pulmonary lobectomy and using a curved-tip sureform 45 stapler instrument with a blue reload on the ¿lung parenchyma¿ tissue, the surgeon ¿filled the thoracic space with warm water, like always when working in cancer procedures¿. The surgeon, ¿brought up the lung to do a low-pressure breath hold¿; which, is when ¿the student, a certified registered nurse anesthetist (crna), over-valsalved, or over-inflated¿ and resulted in an unspecified ¿small hole proximal to the staple line on the medial side¿. The surgeon reported that ¿pro-gel¿ was used to seal the leak during the da vinci procedure. The da vinci procedure completed with no additional complications and the patient was observed in the hospital thereafter. The surgeon said that the ¿staple line looked fine¿. The surgeon stated that there was no issue with isi¿s stapler or other instruments. Thus, no allegation of a system, instrument or accessory malfunction. Furthermore, the same stapler instrument was used throughout the procedure and no system errors nor messages were presented. There were approximately 40 firings and 100% clamps achieved with no issue noted at the time of the firings. Post-operatively, ¿post-op day eight (8) or nine (9), the patient expressed unspecified symptoms of ¿pneumothorax¿, confirmed by chest x-ray and a second, video-assisted thoracoscopic surgery (vats); the procedure was completed on (B)(6) 2021. The surgeon confirmed they repaired a ¿visceral tear air leak¿ in the same area as previously noted; for which the surgeon repaired by using an ¿ethicon 60mm stapler with buttress¿. The second vats procedure was completed without complication and there was no report of post-operative complications. The patient was reported as doing well and recovering at home. The stapler instrument and reload(s) are not available for return to isi for evaluation.